Manufacturer narrative:
Additional information: d4; d9 correction: g4 the product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 18 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per google translate: it was reported, the irrigation port broke, no patient harm reported. Additional information received 02may2024 reported, (per google translate): the device was established on the patient on (B)(6) 2024, on (B)(6) 2024, a clinical engineer (who was performing rounds) discovered a broken valve in one of the track cares; the flapper valve was torn off and fell on the catheter mount side. It was additionally reported, prior to the incident, the staff had been able to perform suction and catheter cleaning without any problems, there was no injury to the patient.

Manufacturer narrative:
Additional information: d4. Correction: d4. The actual sample from the reported event was returned for evaluation: a flex connector was received attached onto the ¿dse¿, sans the flapper valve. Visual examination of the device, prior to decontamination revealed, the flapper valve component was detached. After decontamination, the returned component was viewed under magnification (30x); the location where the flapper valve should have been located was observed and an obvious breaking effect was seen on the ¿dse¿ area with some residue of the flapper valve component still visible. The reported event could be confirmed as reported; however, the root cause is undetermined. The device history record for lot 20108811 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.